Event description:
It was reported that during an unknown procedure, it was impossible to squeeze the firing trigger. The first stapling was performed properly. After loading the second cartridge, the stapler was closed on the tissues but the firing trigger was stuck. It was impossible to activate the device. The device was removed and a second stapler was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing trigger teeth, spring cartridge lockout tab the analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. In addition, the firing mechanism was noted to be damaged. No functional test could be performed with the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).